Manufacturer narrative:
The insulin pump received with no button response due to unlocked j2/lcd keypad connector. Unable to perform the displacement test and self test due to no button response. The insulin pump was also received with minor scratched lcd window. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 50mg/dl at the time of incident. The customer states they notice the issue with the button 2 weeks ago and now the button does not respond. The customer's notes do not mention anything about the low blood glucose. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.